Manufacturer narrative:
Upon receipt, using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of the prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not display daily lead measurements. The caller also asked about what point the battery voltage was measured at. A boston scientific technical services (ts) consultant discussed that this model did not have the daily measurements as an option. Ts also discussed that battery voltage is current as of time of interrogation. This device remained in service until three years later when it was explanted for normal battery depletion. During initial analysis, this device did not pass the returned product testing and was sent on for detailed analysis.